Event description:
Subject plate was implanted on 3/22/98 for a subtrochanteric /interochanteric fracture of left proximal femur. Plate was noted as broken and non-union was diagnosed on an x-ray taken on 7/10/98. Broken plate was removed on 7/11/98 and replaced.

Event description:
A dcs plate implanted in 1998 for a femur fracture, broke post-operative. Broken plate was removed in 1998 and replaced.